Event description:
Please reference: 2026095-2015-00137/15-00360. Procedure: elective c-section. Cathplace: right side of abdomen. Incident #2 of 2: it was reported that a patient experienced a catheter site infection while using a pump and dual catheters. The patient had surgery on (B)(6) 2015. The dual catheters were placed an inch apart on the right side of the patient's abdomen. The patient was at home when the symptoms were first observed. The dual catheters were removed when the pump infusion ended on (B)(6) 2015. On (B)(6) 2015, the catheter site infection was diagnosed visually when it was noted that a 10cm diameter area of redness was noted at the catheter site. No drainage was observed. The patient was prescribed antibiotic therapy with oral keflex, clindamycin and one injection of rocepin. On (B)(6) 2015, the patient was assessed at the surgeon's office and it was noted that the area of redness at the catheter site was resolving. It was reported that the device was discarded. Additional information was received on 04/04/2015. The pump was connected to the patient in the recovery room. The pump was empty when it was removed. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as discarded and not available for return and analysis. The reporter was unable to provide a lot number; thus, a review of the device history record (DHR) could not be conducted. Results: as the device and lot number were unavailable for evaluation, no device testing methods were performed. For this reason results cannot be obtained. Limited information was provided by the reporter. The instructions for use (IFU) specifies, that the antimicrobial effects of silversoaker catheters had been shown to be active for up to 10 days. The antimicrobial agent is intended to reduce the possibility that the catheter may become microbially compromised. The catheters should be maintained per standard hospital protocol. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. However, it was reported that the pump was connected to the patient in the recovery room and that the patient had wound infections every time the patient underwent surgeries on her abdomen. Per the IFU, the antimicrobial agent is intended to reduce the possibility that the catheter may become microbially compromised. The catheters should be maintained per standard hospital protocol. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.